Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
It was reported that the stent had to be removed because it wasn¿t draining and was creating a blockage.